Event description:
It was reported that the user's caregiver called about low blood glucose of 60 mg/dl while the user was preparing to make an announcement, and guidance was provided to avoid the announcement until the glucose was raised with oral fast-acting carbohydrate. The caregiver noted the user often forgets to eat or delays meals. Symptoms included hypoglycemia with no clinical signs reported by the user, while the spouse observed sluggishness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the third party. Investigation of this case revealed no device problem and identified a usage problem associated with insufficiently treating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.